Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Health professional reported left side capsular contracture, baker grade IV, and "while skiing, there was a chest injury, pain", as well as rupture, not related to the device. Device was explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.   Additional data: d.6., g.1., h.3., h.6. Device evaluation: visual analysis of the returned device identified: opening, brown particles, missing piece of the shell and underweight. A microscopic analysis was performed which identify sharp edge opening assessed as unidentified tear opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp broken on posterior due to an unidentified (tear) opening. Missing piece of the shell assessed as inconclusive.

Event description:
Health professional reported left side capsular contracture, baker grade IV, and "while skiing, there was a chest injury, pain", as well as rupture, not related to the device. Device was explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Health professional reported left side capsular contracture, baker grade IV, and "while skiing, there was a chest injury, pain", as well as rupture, not related to the device. Device was explanted.